Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the anchor was sitting proud and needed to be shaved flush to the bone. There were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: anchor was inserted and the suture pulled through the anchor and it was split in half. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be: excessive cinching/pulling of the suture or 2 removal of inserter before suture adjustment. (B)(4).

Event description:
It was reported that the anchor was sitting proud and needed to be shaved flush to the bone. There were no adverse consequences and the procedure was completed successfully.